Event description:
A user contacted the manufacturer regarding the sound abatement foam correction/removal. The user alleges shortness of breath and difficulty breathing. There was no report of seriousl patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a user contacted the manufacturer regarding the sound abatement foam correction/removal. The user alleges shortness of breath and difficulty breathing. There was no report of seriousl patient harm or injury. The patient alleges headache, cough and feeling sick. This information was ommitted on the first report. Section b3 and h6 has been corrected/updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information allegation related to a ventilator device's sound abatement foam. The patient has alleged to shortness of breath, headache, coughing and feeling sick. There was no report of patient harm or injury. Customer declined to respond to the gfe related questions and terminated the call. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.